Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1918902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the procedure, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was out of the skin. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: after the procedure, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was out of the skin. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant and shuttle cartridge were abutting the balloon, not exposed to blood. The sealant sleeve was observed in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant had no exposure to blood which likely indicates device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle was retracted, and the advancer tube was found engaged to the proximal tamp lock. No anomalies were observed. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The shuttle was never inserted into a procedural sheath. Thus, the condition of the device does not match the description of the incident. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.